Manufacturer narrative:
Reporter stated that a death of a patient occurred in 2006. Investigation of returned product: microjet pump: conclusion: the microjet pump operated within the manufacturing specifications. Based on the trend analysis of the complaint system, it would appear that is not a systemic problems with lot. The microjet pumps have not been sold/distributed since dec. 31, 2004. Microjet cassette: the microjet cassette did not perform to manufacturing specifications. The performance was below the required specifications which would cause under infusion. Microjet cassettes have not been sold/distributed by sorenson medical since dec. 31, 2005.

Event description:
Spoke with the washington co. Coroner office. She stated that a death of a patient occurred in 2006.